Manufacturer narrative:
It was reported to philips that the device powered on, and then shut down, the device still turns on and gave battery error when plugged in, and will not power on with power button. The device was not in clinical use at the time of the event. There was no report of patient or user harm. A philips field service engineer (fse) was dispatched to the customer site and it was determined that a central processing unit printed circuit board assembly (cpu pcba) user interface assembly and a battery were needed to be replaced to return the device to working condition. The fse replaced the cpu pcba, user interface assembly and a battery to resolve the reported issue. The device passed performance verification testing. The removed cpu pcba was returned to the failure investigation lab (fi). A visual inspection of the cpu pcba revealed no evidence of damage or contamination. The fi technician installed the cpu pcba into a fi ventilator to duplicate the reported issue. The customer complaint could not be verified. No errors occurred during the cycle test and no fault found. When the parts are returned and investigated the case will be re-opened and an investigation will be conducted at the component level.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 14dec2020.

Event description:
It was reported to philips that the device powered on, and then shutdown. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.